Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a st segment depression, coronary spasm and ventricular tachycardia. During a pulsed field ablation (pfa) procedure a farawave was used to perform an off-label cti line ablation. No nitroglycerin was given to the patient before performing the ablation, after performing ablation the patient's heart went into ventricular tachycardia. Two cardioversions were performed, after the second attempt the patient was going in and out of vt until amiodorone and lidocaine were given. The patient went then into sinus rhythm and an angiography of the coronaries was performed. The patient vitals were stable after that. The st depression was noted after the 2nd pair of pulses to cti. All symptoms were resolved by end of case. Patient was successfully discharged.